Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 500 mg/dl. The customer changed the infusion set and delivered a correction bolus. On (B)(6) 2015, the customer went to the emergency room with a bg level over 500 mg/dl and diabetic ketoacidosis (dka). The customer was treated with saline, intravenous insulin and was given a diet coke to drink. The customer admitted to the hospital on (B)(6) 2015 and was discharged on (B)(6) 2015. The bg level and dka were resolved.